Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found the primary failure of a torn tip cover to be related to the customer reported complaint. The tip cover was found to have tearing at the mouth on the distal end. Tears are axially aligned with the tip cover and measures 0.196¿ in length. There are no signs of thermal damage present at the end of the tear. Per review of the fa image attachments, the tearing started at the distal clear portion and extended into the grey silicone area. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory was tearing while it was in use. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer noted that the monopolar curved scissor (mcs) tip cover accessory was inspected prior to use and there no damage or anything out of the ordinary. There was no arcing that was observed. The customer observed that the mcs tip cover accessory was installed properly, and the orange surface was not visible when it was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. There was no electro lube, or any other lubricant applied to the mcs instrument prior to the tip cover installation. The mcs tips did not collide with any other instrument or tool during the procedure. The customer noted that the tear that was observed on the mcs tip cover accessory was on the clear area. Fragments did not fall into the patient.